Event description:
The following was reported to event medical: it was reported that while in use on a patient, the screen of the ventilator went black. The equipment was ventilating and working all the time, without stopping ventilation,the patient was placed on an alternate ventilator with no injury reported. The third party service personnel replaced the device's display which corrected the issue.

Manufacturer narrative:
Patient information was requested but not provided. The third party service personnel confirmed the reported issue. Sp replaced the device's display to address the issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all event medical quality specifications. The manufacturer's investigation is ongoing.